Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's impedances were high on all contacts except for 4 and 7. The patient fell two months ago and noted that the patient experienced increased back pain. The patient also reported that they were unable to charge above 30% since the fall occurred. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported the extent has not been determined. Since the fall the patient has had to charge every other day and cannot get passed 30%. She is being referred to her neurosurgeon to have evaluation for a lead replacement due to the high impedances. No further information was reported.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2019-05-21 10:50:37 cst pli# 10 product ID# (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of the ins serial# (B)(6) found insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient fell on her buttocks in (B)(4) and the stimulator quit giving her pain relief and would not hold a charge. The patient met with a rep who reported unusually high impedances. The patient would often try to charge the stimulator for hours and was unable to get it to turn on. The battery was removed and the surgeon felt like the lead was just old and needed to be replaced due to high impedances. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.